Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver having no audio output could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver will boot up and charge. Receiver download retrieved and attached: passed. Test on receiver functional test station: passed. Perform log review: no issues related to the customer's complaint were observed within the investigation window. Perform log review: no issues related to the customer's complaint were observed within the investigation window. Perform audio\vibration test with dexcom global receiver communication tool: audio and vibration test: passed. Perform "try-it" audio\vibration test to test alert\alarms:open receiver case for internal visual inspection: passed. Perform speaker audio intermittent tests: passed. Measure the speaker resistance: the speaker resistance within specification. The reported event of no audio output was not confirmed. A root cause could not be determined.